Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (wont hold charge) was isolated to the battery housing being damaged from contamination. The battery pca and cells were also contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was due to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.